Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2025, in order to transition the patient to a transcutaneous osia implant system.